Manufacturer narrative:
Device evaluation: received device in poor condition with a damaged knob. Turned device on for initial function check. Noticed that there was no power. This confirms that none of the alarms were operational. Opened up the device for further investigation. Found damaged components in the electrical chassis including a bowed out faceplate. Secondary issues found, CPAP measured out of tolerance and needle was adjusted. The customer reported condition was confirmed. Problem source is user interface.

Event description:
It was reported that the parapac plus ventilator alarms were not functioning. No patient injury or complications were reported in relation to this event.